Event description:
The customer contacted physio-control to report that during a recent patient event, their device powered off by itself. The customer advised that the patient, a (B)(6) female, had just returned home after receiving dialysis when she collapsed on the floor in front of her husband [the witness]. The witness then contacted emergency services and both the local fire department [the customer] and a local ems agency were dispatched. While the witness was on the phone with emergency services the patient was conscious and answering questions. Approximately 7 minutes and 30 seconds after the initial call was made, a single firefighter arrived with their device. Shortly before their arrival, the patient lost consciousness. The exact time that the patient was unconscious was unknown and the firefighter immediately began CPR with one arm while preparing their device with the other. After completing a single, two-minute round of CPR, the firefighter attempted to deliver a defibrillation shock to the patient; however, when he bumped the device it powered off by itself. He then powered the device back on and made a second attempt to defibrillate the patient. This time, when he pressed the shock button, the unit powered off by itself. Concurrently, the local ems agency arrived on scene with a backup device. They disconnected the defibrillation electrodes from the customer's device and plugged them into their [backup] device. The customer estimated that the delay in care was approximately 25 seconds. The ems agency then used their device to provide multiple shocks to the patient (exact amount of shocks is unknown). The patient did not survive the event. The reporter, a fire chief and emt, advised physio-control that it was his opinion that the device use did not contribute to the outcome of the patient because a backup device was available with little delay.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and was initially able to verify the reported issue; however, after additional testing the issue could no longer be duplicated.the cause of the reported issue could not be duplicated.the customer was provided with a replacement device.

Manufacturer narrative:
Physio confirmed through a review of the electronic data from the device that the reported loss of power occurred. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power. A clinical review of the file was performed. Physio-control determined that the device use may have contributed to the patient outcome. Through a review of the electronic patient records, physio observed that the patient's ECG rhythm indicated that defibrillation was needed, but delayed by more than 30 seconds. Additionally, the data available contradicted the initial reporter/medical professionals assessment of the impact of the reported malfunction.

Manufacturer narrative:
Recall: 3015876-01/04/2017-001c; recall: 3015876-01/06/2017-001c.